Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer as well as to communicate the results of the completed device investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the reported error code could not be duplicated; a review of the device logs revealed no evidence of reoccurrence. Therefore, a definitive root cause for the error code could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided regarding this event. The intended diagnostic procedure was a colonoscopy. The procedure had to be rescheduled due to the event¿s related delay. However, the patient was not under general anesthetic.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of lint debris on electrical contacts, however no error messages were observed. There was lint debris on the front contacts, found lint debris and corrosion on the scope socket. The socket slider switch was worn out, which caused intermittent use of high intensity mode. The non-olympus lamp life meter was reading at over 100 hours, light output measured within range. Lamp sink does fit properly on the third party lamp. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was displaying b error code and there was lint debris on the front contacts. The issue was found during preparation for use in an unknown diagnostic procedure. There were no reports of patient harm.